Event description:
It was reported that the patient passed away after implantation of the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
The device was returned and analyzed in lab. Interrogation of the device revealed the device was above elective replacement indicator (eri). Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested to be normal with no anomalies found.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2024-38132 submitted on 10 apr 2024 should have been "8 apr 2024" rather than "18 mar 2024."

Event description:
New information received notes that there was no allegation that the death was caused by the implantable cardioverter defibrillator or the implant procedure.